Event description:
It was reported that the device had error code 240.4150. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 240.4150 was confirmed. ¿ received on 06-oct-2025, lvp device was received unboxed and with paperwork. ¿ error code 240.4150 appeared at power up when a dry set was installed due to faulty bottle side sensor. ¿ faulty bottle side pressure sensor. Defective material from supplier. ¿ device to be returned to san diego repair center for normal processing. ¿ recommend bd san diego repair center to replace the bottle side pressure sensor. ¿ failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 240.4150. There was no patient involvement.